Manufacturer narrative:
The report of inoperable ipg was confirmed. The inability to communicate between the clinician's programmer and the implantable pulse generator was due to the device entering the service application state. Device was functional up to (B)(6) 2025. On (B)(6) 2025, device entered service app during explant as (B)(6) 2025 was the date of the last daily battery timestamp. Battery voltage logging stops once the device enters the service app state.

Event description:
It was reported that the ipg became inoperable; additionally, it was reported that the ipg had flipped horizontally in the pocket, causing pain at the implant site. As a result, the entire system was explanted via surgical intervention on (B)(6) 2025.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.